Manufacturer narrative:
Retainer ring: black. Customer returned, pump for an alleged blank display found on (B)(6) 2021. Pump passed active current measurement test. However, pump did not pass displacement test, sleep current measurement test, and self test. Successfully downloaded history files and traces. Using thus, pump error 38, during rewind and pump error 75 alarmed, during self test. The power management graph confirmed, the unloaded voltage (ul vlith). And loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found, evidence of moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, and minor scratches on lcd window. In summary: customer allegation for blank display was not confirmed. However, pump error 38 and pump error 75 was confirmed, due to moisture damage on electronic assembly and motor. Sleep current measurement test failure suspected to be moisture damage on electronic assembly. Pump exposure to moisture confirmed, on pcba 1, pcba 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.